Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst completely loosened and the stent partially exposed. The device was confirmed as 40mm. The device was returned with approx. 10mm of the stent exposed. A 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device was unable to flush. An in-house 0.014¿ guidewire was used for guidewire loading check and it advanced through the device. The device was loaded into a deployment fixture, the stent did not deploy with a maximum peak force of 3.65lbs which is higher than the recommended deployment force, (should be less than 3.00lbs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege rx stent, there was severe tortuosity of the common carotid artery. The lesion was not pre-dilated. Deployment issues were encountered, and the stent could not be deployed. The physician believed the inability to deploy the stent was due to the tortuous anatomy and the absence of a straight landing zone. The device was prepped according to the instructions for use, and no resistance was encountered during delivery to the lesion.the device safely removed from the patient and stent struts were exposed/visible on removal the procedure was completed using another protege rx stent. No patient complications have been reported as a result of this event.